Event description:
The customer reported that the charge button failed. There was pt incident reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.